Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a blank image on the monitors during x-ray delivery. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.